Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported, the battery connector was cracked. The monitor was originally returned for repair of an "f0a1" initialization failure when the cracked battery connector was found. Since this event occurred at the service center, there was no pt involvement during this event.